Event description:
It was reported that the patient had a cochlear implant surgery scheduled for friday but the surgery was delayed because during the procedure the patient's face had a lot of facial tics so the surgery had to be cancelled. The patient representative (pt rep) said the healthcare provider (hcp) told them the reason for the pt's facial tics was that the deep brain stimulation (dbs) was on and was interfering with the cochlear implant and they expect that with dbs off they wouldn't have the issue. The patient representative said they were told by the surgeon to call the manufacturer to find out how to turn dbs off/on for the surgery. Patient services reviewed info. The caller may call patient service back for assistance turning dbs on/off. Additional information was received from the healthcare provider stating that the patient was under general anesthesia at the time the surgery was cancelled. The surgery had not started at the time the procedure was cancelled. The healthcare provider did not know the weight. The healthcare provider reported that there was an artifact on the deep brain stimulation device, and they thought it would be safest if the surgery was cancelled. The healthcare provider was thinking that the patient¿s facial tics were caused by the dbs device being on, so when the surgery is rescheduled, the healthcare provider will make sure the dbs device is off when the surgery begins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.